Event description:
It was reported that the reservoir empty light would not turn off.

Event description:
It was reported that the reservoir empty light would not turn off.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The micro switch which triggers the alarm was bent out of shape and the device had a faulty enclosure that was too thick where the block assembly is attached. This was caused from user interface. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.